Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received primary bilateral attune tkas to treat osteoarthritis. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat aseptic loosening. Upon entering the joint, abundant scar tissue was debrided. The femoral component was loosened at an unknown interface and revised with some femoral bone loss. The tibial tray and patella were well-fixed but revised to accommodate the competitor revision construct. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor revision knee. The procedure was completed without complications. Doi: (B)(6) 2019. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.